Event description:
It was reported that customer experienced malfunction with pump, but no specific description of issue or blood glucose values was provided. There was no reported impact to the customer¿s blood glucose level. Distributor awaited pump return for evaluation, later confirmed that pump started, charged, and was recognized by computer with historical malfunction events noted, and customer received replacement pump while original device was scheduled for return and further inspection.